Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during surgery, the phacoemulsification handpiece ultrasonic output did not increase; there was no ultrasound. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company representative replaced the phaco handpiece due to a deformed nose cone. However, there is no indication of testing performed on the handpiece. Therefore, it cannot be determined conclusively whether the handpiece was functionally nonconforming. The phaco handpiece was manufactured on september 22, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).